Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a motor stop during priming and an unresponsive middle button on the pump. The customer reported no adverse event. The event involved mmt-1884. Troubleshooting was performed, including advising the customer to replace the battery and check button functionality, but the issue persisted. The customer was instructed to discontinue pump use, revert to a backup plan as per hcp instructions, and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
Sc1 is locked in place properly during testing. Unit powered up properly after battery installation. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. No unexpected drive/motor anomalies were noted. However, during download process of the unit, the back button had become flat, thus rendering the download incapable. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. No moisture or motor issues were noted. The following cosmetic damages were noted: scratched case and flattened dome. In conclusion, customer concerns of an intermittent keypad are confirmed. Unable to confirm the customer's alleged concern of drive/motor and keypad anomalies due to the unit being tested successfully. Unable to download the unit due to the flattened dome on the back button. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.